Event description:
Consumer reports that her husband suffered a skin abrasion after the reclining bath seat from neptune cracked and suggests that the products should note that surface can break down and cause injury. The neptune reclining bath lift was purchased from (B)(4) in 2009. This spring, my husband suffered damage to the skin on his bottom due to a ctack in the surface of the bath seat. This problem was reported to neptune, who said that this didn't happen, and to (B)(4), who said it was outside the warranty period. I'm still waiting for a call back from (B)(4) to hear if they'll participate in the purchase of a cover for our replacement seat to protect my husband's skin from this happening again. I think the product literature should include a warning that under certain circumstances the platic surface can break down and pinch or abrade the skin.